Manufacturer narrative:
The reported 2.9 osteoraptor anchor assembly for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied. Off axis insertion. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgical procedure, the fingerprint was prepared on the glenoid bone ridge, looking for the ideal point to place the implant. When this step was ready, the 2.9 cannula with its respective punch were inserted and located on the fingerprint bone, the punch was removed and the 2.9- tipped sword initiator was introduced through the cannula until it stopped. Initiator was removed and osteoraptor 2.9 implant was inserted, it was impacted with a hammer until reaching at the top of the cannula, after releasing the threads of the anchor handle, it was removed along with the cannula. When verifying if the implant had been properly anchored to the glenoid, it was evidenced that it was outside the bone and the anchor was broken, the device was checked and the broken part tangled up in the threads, nothing was left inside the patient. Finally, the implant was replaced to continue the surgery. There was a surgical delay greater than 30 minutes. No patient injury reported.